Event description:
It was reported that during a follow-up, noise and intermittent capture were noted on rv lead. The lead was capped and replaced. The patient was asymptomatic and was in stable condition.